Event description:
It was reported that a data error alert 4 occurred after the pump ship date. The customer's blood glucose level at the time of the issue was 328 mg/dl, which was within the normal range of 54-500 mg/dl, so there was no adverse impact on the customer's blood glucose level. Technical support advised the customer to complete a pump reset, but the customer declined to reset the pump and did not want further follow-up from technical support.